Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported in the legal brief, an optease filter became embedded in the wall of the inferior vena cava and was unable to be retrieved. Surgical attempt to remove the filter failed. The length of time the filter was implanted is unknown at this time. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The length of time the filter was implanted is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. As reported in the legal brief, an optease filter became embedded in the wall of the inferior vena cava and was unable to be retrieved. Surgical attempt to remove the filter failed. The length of time the filter was implanted is unknown at this time. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The length of time the filter was implanted is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, in (B)(6), an unspecified period of time after placement of an optease vena cava filter, it reportedly became embedded in the wall of the ivc and was unable to be retrieved, requiring a failed surgery in an attempt to remove the filter. As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient underwent the unsuccessful attempt to remove the filter three months and a day post implantation. According to medical records, the patient had cervical spine surgery and had become paraplegic. The patient was high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe) therefore the placement of the filter was requested prior to surgical intervention. The filter was successfully deployed during the index procedure and the patient tolerated the procedure well. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was prophylactic for surgery status post a cervical spine injury that left the patient a paraplegic. The patient was considered a high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe), therefore the placement of the filter was requested prior to surgical intervention. The device was implanted via the right basilic vein, in the infra-renal area of the inferior vena cava (ivc), without incident. The access sit in the right arm was maintained for PICC line placement. Approximately three months later an unsuccessful attempt was made to retrieve the filter percutaneously. There are no additional details currently available. It was reported that as a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.